Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what foreign material was in the nozzle. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a scratch on the scope connector, water tightness was lost. Additional findings were as follows: due to wear of angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the bending tube was deformed; adhesive on the bending section cover (a-rubber) had a chip; scope connector had a scratch and was dirty due to water leakage; switch 1 and the switch box had a scratch; bending section (c-cover) had a scratch; connecting tube had a dent and a scratch; protector of the universal cord on the scope connector side had a scratch; forceps elevator knob had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair. There was a delay in the start of pre cleaning, there were no abnormalities in the accessories used for reprocessing, the endoscope was immersed in the detergent solution, the air and water nozzle was wiped with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.